Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that impedances were checked during the implant procedure and that all contacts ¿had high results.¿ the extension was replaced as a result of the event. The replacement of the extension reportedly ¿solved¿ the problem. There were no patient symptoms or outcome reported. Additional information was requested. A supplemental report will be filed if additional information is received.